Manufacturer narrative:
A patient was admitted to the hospital and diagnosed with an infection at the ipg site was reported to abbott. The patient was placed in IV antibiotics for few days to address the infection. The ipg and both lead extensions were explanted to address the issue. The infection has since been resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number: 1627487-2023-02995, 1627487-2023-03078. Additional information indicates that the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-02995, 1627487-2023-03078. It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was placed in IV antibiotics for few days to address the infection. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and both lead extensions were explanted to address the issue.